Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We have been informed that at the end of priming the cutting sound of the vitrectomy was abnormal (after the eva was turned on and the vitrectomy pack was mounted). At the beginning of the surgery it was verified that the vitrectomy hand piece aspirated but didn't cut well. Different vitrectomes hand pieces were tried but the problem wasn't resolved. Finally the surgery was suspended. No report that actual patient harm occurred, but the surgery was delayed.

Manufacturer narrative:
In regard to this complaint, logfiles were provided for review and a vitrectomy module was provided for investigation. Review of the logfiles revealed multiple incoming pressure errors, mainly indicating that the incoming pressure is too low. Investigation of the returned module revealed the occurrence of a vit5 error message, which means that one of the valves is defective. Further inspection revealed that the metal part of the white valve was stuck to one of the housing parts. Unfortunately, the cause of this defect could not be determined. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. No corrective or preventive actions will be implemented as a result of this incident. All similar incidents related to the eva surgical system are included in the analysis (vi-valve-sticky). Since 2021 more than (B)(6) surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a prolonged/delayed surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Event description:
We have been informed that at the end of priming the cutting sound of the vitrectomy was abnormal (after the eva was turned on and the vitrectomy pack was mounted). At the beginning of the surgery it was verified that the vitrectomy hand piece aspirated but didn't cut well. Different vitrectomes hand pieces were tried but the problem wasn't resolved. Finally the surgery was suspended. No report that actual patient harm occurred, but the surgery was delayed.